Event description:
A customer contacted baxter's (B)(4) to report having a low drain volume alarm with the homechoice (hc) machine during initial drain. The last fill volume was 500ml and a drain volume of 14 ml. The technical service representative (tsr) advised the hp to start over with new supplies due to a report of air in line. There was no patient injury or medical intervention indicated at the time of the initial report. (B)(4) contacted the care giver (cg) regarding the reported event. The cg stated there were no issues with the cycler or any of the disposable supplies. The cg stated the problem was the home patient (hp) was connecting during prime. Per the cg, there has been no patient injury or medical intervention as a result of this event. The cg stated the hp was doing well on therapy.

Manufacturer narrative:
(B)(4). This complaint for a low drain volume alarm (ldva) was not confirmed due to a lack of sample. Per the complaint information, the home patient (hp) connected during prime. Use error was cause. This review found the labeling adequate for the use error in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through CAPA (B)(4).

Manufacturer narrative:
(B)(4). During investigation by baxter, this incident was determined to be caused by use/user error and there was no allegation of a product malfunction. Therefore a batch review and sample evaluation will not be conducted.